Event description:
It was reported that during an unk procedure while trying to make the rectum resection. The device cut and stapled but only on the above side, keeping opening the rectal stump. They had to finish the procedure by hand suture and the pt finish with an lleostomy.